Manufacturer narrative:
(B)(4)

Event description:
It was further reported that a routine device check was performed, and atrial lead warning was confirmed. The resistance was 256 ohms in unipolar and 166 ohms in bipolar. No ahr (atrial high rate) or noise episodes were observed. The patient remained under observation with unipolar configuration. Pocket manipulation test with pressing the hands together, revealed noise at 0.5 millivolts. Thus, the sensing sensitivity was fixed on 1.0 millivolts.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024-52 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that during follow up visit the atrial lead encountered polarity switch and exhibited low impedance in unipolar and bi polar mode. It was also reported that in previous follow up visit the atrial lead exhibited low and varying impedance. The atrial lead remains in use, and the patient will be monitored in unipolar mode. No patient complications have been reported as a result of this event.